Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had an increase in its system impedance measurements. Technical services (ts) was consulted and discussed stored data, with adipose tissues suspected as the cause in the increase of the measurements. The system impedance measurements had increase but they were still within range. At a later date, an electrode revision was performed and a new electrode was implanted. The system impedance was still elevated, but it was still within range. A defibrillation threshold (dft) test was performed and the shock impedance measurement was within range. Ts discussed troubleshooting options and further examination. At a later date, this electrode was explanted. A new electrode was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had an increase in its system impedance measurements. Technical services (ts) was consulted and discussed stored data, with adipose tissues suspected as the cause in the increase of the measurements. The system impedance measurements had increase but they were still within range. At a later date, an electrode revision was performed and a new electrode was implanted. The system impedance was still elevated, but it was still within range. A defibrillation threshold (dft) test was performed and the shock impedance measurement was within range. Ts discussed troubleshooting options and further examination. At a later date, this electrode was explanted. A new electrode was implanted. No additional adverse patient effects were reported. This device has been returned and analyzed.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. The manufacturing process for this electrode model included extensive inspections to ensure that the finished product met specifications prior to distribution, including validation of sterility and a series of visual, functional, and electrical tests. There is no indication that the referenced event was related to the manufacturing process. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.